Manufacturer narrative:
(B)(4). Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was visually inspected and pressure tested to our specification for the reported leak. The returned breathing circuit was subsequently submerged in a water bath to identify the source of the leak. Results: the pressure test revealed that the evaqua (expiratory) limb of the returned breathing circuit exhibited leak and was out of specification. The water bath test highlighted a leak from the patient end connector of the evaqua limb. Visual inspection identified that there was insufficient glue in the patient end connector of the evaqua limb. Conclusion: the breathing circuit exhibited leak due to insufficient glue in the patient end connector of the evaqua limb. All breathing circuits are visually inspected and pressure tested prior to leaving the production line. Any breathing circuits that fail are rejected. This suggests that the proximal connector started to leak once it was set up for use. The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.

Event description:
A hospital in (B)(4) reported via a fisher & paykel healthcare specialist that an rt340 adult breathing circuit failed the ventilator leak test. This was found prior to patient use.